Event description:
New information received noted an increase capture threshold was exhibited by the right atrial lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, the distal portion of a partial lead was returned in one piece measuring 37.4cm. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression located at 31.4cm to 32.0cm from the distal tip. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart and the reported event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right atrial lead exhibiting noise. Programming interventions were made to deactivate the lead. The patient was in stable condition.